Event description:
On 3/25/1998 following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Five days later the patient reported pain and claudication-like symptoms. An ultrasound was performed which identified the presence of a pseudoaneurysm. Ultrasound guided manual compression was used to treat this event. As of 04/28/1998 there has been no further report of complication or patient sequelae made to the MFR.